Manufacturer narrative:
(B)(4). Date sent: 07/29/2020. Additional information was requested, and the following was received: what were the indications for surgery? Question was not answered during my discussion with dr (B)(6) on (B)(6) 2020. Did the patient receive any preoperative chemotherapy or radiation? No what healthcare professional fired the device and what is his/her experience with the device? Dr lowery fired the device ¿ 2nd time firing the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Bottom quarter of gap scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/difficult to close/difficult to fire? No. What confirmation was received that the device completed the firing sequence? None that he noted. Was the green checkmark visible at the end of the firing? Did not note the green check mark. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 360 degree turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, they were complete. *were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. Was a leak test performed in the initial surgery? If so, what was the result? Yes, no leak was detected. How was the leak identified? The patient returned to ER with free air in the abdomen ¿ contrast study identified leak. What was observed at the site of the leak upon reoperation? Yes, small leak, bubbles visible posterior. How was the leak addressed? Oversew and diverted to ileostomy. What is the current patient status? Still has loop ileostomy ¿ recent CT was questionable - 6 week contrast study ¿ decision was made to continue to wait at this time.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/difficult to close/difficult to fire? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. *were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed in the initial surgery? If so, what was the result? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?

Event description:
It was reported that the device appeared to fire correctly, no noted issue during the case. Patient had to return to surgery on (B)(6) 2020 to repair an anastomotic leak.